Event description:
Medefil, inc. Received a complaint call from (B)(6), r.ph from (B)(6) hosp, in that they have 7 pts with sepsis and fever in the last 3 weeks. They were administering the pts with medefil's heparin solution and amusa normal saline. After administration the pt complaints of shaking chills within couple of hrs and have gram negative blood culture.

Manufacturer narrative:
Device is available for testing but it has not yet been returned to medefil for testing. Adverse event (ae): (sepsis and fever). Pending return to medefil for testing. Method and conclusion: retain samples were pulled from the retain room for endotoxin and sterility test on (B)(4) 2012. Endotoxin results were negative. Sterility samples have been monitored, originally; for 48 hrs and every 24 hrs afterwards. No growth have been observed. Studies will be completed in 14 days. A f/u report will be submitted as new data and/or final sterility test is completed. Batch record review of a lot did not reveal any event leading to this complaint. Release lab results were within parameters with no microbial contamination. Note: non-applicable (n/a) sections were left blank per the general instruction section.